Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information cause of the reported thrombus is procedural conditions. Additionally, the reported thrombosis, as listed in instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention and medications were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the thrombus on the device requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient¿s activated clotting time (act) was at 160s prior to the transseptal puncture. Thrombus was noted on the guide wire in the right atrium and additional heparin was administered. The patient¿s act was at 320s, and the steerable guide catheter (sgc) was inserted in the body. The clip delivery system (cds) was advanced in the patient and seated above the mitral valve. At this moment, it was noted on echo that there was thrombus formation at the very end of the clip. The clip was retracted back into the guide while aspirating the clot and removed from the patient. Once outside the patient the thrombus was noted to be intact on the clip. The physician suspected that the thrombus formation was due to under-dosing heparin at the start of the procedure. Additional heparin was administered and a new cds was used to complete the procedure and the patient¿s final mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.